Event description:
It was reported that a registered nurse encountered a fluid leak within the liberty select cycler's cassette compartment when removing the cassette from the cycler at the end of peritoneal dialysis (pd) treatment. The cycler belonged to the hospital. The rn reported receiving patient line is blocked alarms multiple times during an unknown phase prior to the observed leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The rn indicated that she had difficulties inserting the cycler set during setup and she had to hold the door shut and press next during the setup steps. The treatment was completed before the leak was observed. It was reported that there was fluid within the cycler. The registered nurse was advised to discontinue the use of the cycler and revert the patient to alternate treatment options. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no reported adverse event, injury, nor medical intervention related to the event. Additional information was requested, however, to date no response has been received. Upon follow up, the rn indicated she was unsure what cause the leak. She reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The hospital has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. There was no damage observed on the cycler set and no fluid leak from the solution bag. The cycler set used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. The force gauge test failed because the cassette door latch was misaligned. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a registered nurse encountered a fluid leak within the liberty select cycler's cassette compartment when removing the cassette from the cycler at the end of peritoneal dialysis (pd) treatment. The cycler belonged to the hospital. The rn reported receiving patient line is blocked alarms multiple times during an unknown phase prior to the observed leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The rn indicated that she had difficulties inserting the cycler set during setup and she had to hold the door shut and press next during the setup steps. The treatment was completed before the leak was observed. It was reported that there was fluid within the cycler. The registered nurse was advised to discontinue the use of the cycler and revert the patient to alternate treatment options. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no reported adverse event, injury, nor medical intervention related to the event. Additional information was requested, however, to date no response has been received.